Manufacturer narrative:
The device was used in bipap mode when the reboot occurred i.e. It was used for treatment of a patient which had spontaneous breathing. During a reboot sequence the airway pressure will be released to ambient allowing spontaneous breathing and, the device posts an alarm to alert the user about the reboot. After a typical period of 12 seconds the reboot will be completed and the device resumes ventilation with previous settings - this aspect was confirmed for the particular case. As per report, the operator could not identify the root cause for the reboot. It was decided to use the device further; no new observations were made to date. There was no log file provided for evaluation and, the device couldn't be checked by the local dräger s&s organization either. Based on the available facts it was concluded that the most likely explanation for the event would be the following: the device software performs a battery test procedure in the background in regular intervals to calculate the battery status and the runtime forecast. If a particular test instance fails due to an outdated or depleted battery this may trigger a reboot of the entire device. During pre-use check, the user shall check the battery status by plugging the device off from mains supply to see if operation is being continued. It was disclosed that the user has omitted this test prior to start of the particular ventilation episode. It was offered to replace the internal battery but the hospital did not accept the repair quotation. Finally, there's no reliable conclusion in terms of exact root cause for the reboot possible.

Event description:
It was reported that the device performed a reboot during use. Ventilation was reportedly resumed after some seconds; no patient consequences have occurred.